Event description:
On (B)(6) 2015, it was indicated that a bridge loaner pump was sent to the patient ¿in case the pump gets worse¿, indicating there was an issue with the pump. Additional information was not provided. Customer technical support made multiple attempts to follow-up with the reporter for additional information and troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: the pump powered on normally and no issues were found related to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.